Event description:
During insertion of a dubhoff feeding tube manufactured by novartis, the resident encounter some resistance while trying to pass the tube through the nare past the trach area and ultimately into the stomach. The resident repositioned the tube while it was still inside the patient and then passed it into the stomach. A f/u chest x-ray, indicated for proper placement, failed to reveal the tungsten weights located at the tip of the tube. The resident then removed the tube and noted the plastic tip and the encased 4 small tungsten weights were missing from the tube. A bronchoscopy was performed and the plastic tip with 3 of the 4 tungsten weights was retrieved. One of the weights was still missing. Follow up radiological exams failed to reveal any further evidence of the remaining weight. It was the physician's belief that the remaining weight was excreted through the gi tract.